Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician using the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an unknown device failure occurred. It is unknown how hemostasis was achieved. There was no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.